Event description:
Had the essure devices put in (B)(6) 2009. Have had headaches, bloating, swelling, severe abdominal pain, and sharp stabbing pains. I am having test done now for possible toxicity do to the nickel in these devices and will know shortly if they have poisoned me. Also may end up having to have hysterectomy or some kind of surgery to get these toxic coils out of my body.